Manufacturer narrative:
The reason for this revision surgery was the result of a patient joint dislocation after 25 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). No information was provided that definitively described the root cause or reason of the joint dislocation. Factors that may contribute to dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating their reverse shoulder.